Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The pump was unable to vibrate due to broken black vibrator wire. The pump had scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a vibrate anomaly from the insulin pump. The customer's blood glucose reading was 360 mg/dl. The customer stated that pump is not vibrating. The customer stated that the pump did not vibrate during the vibrate test. The insulin pump will be returned for analysis.